Event description:
A malfunction alarm occurred, displaying the code malf 0, but no notable events were reported prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred. The customer acknowledged these instructions.